Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and competitor right atrial lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The cause of the impedance issue remains unknown at this time and the ICD continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).